Manufacturer narrative:
Patient ID/case number also reported as (B)(6). 510k: this report is for an unknown prodisc-c implant/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a prodisc-c removal surgery on c5-6 due to the prodisc-c implant having migrated anteriorly. The patient originally had a prodisc-c implantation surgery on c5-6 on an unknown date in 2018. The implanted prodisc-c device was successfully removed, and the patient was revised to anterior cervical discectomy and fusion (acdf) plate. The procedure was successfully completed with no surgical delay. The device was removed easily without consequence to the patient. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).